Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase. It was observed that the patient was not responsive during ventricular pacing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.